Event description:
The following has been reported: during training, reported a pump problem alarm, rebooted twice and did not resolve. Pump not used on a patient, was during training. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (vr encoder)(sensor-4) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The device experienced a pump problem alarm. The flex cable was disconnected from the board because the connector was not latched. Reconnecting flex circuit recovered pump to normal functionality. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.